Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of system revision due to impaired wound healing, pocket erosion, fluid discharge and infection. No additional adverse patient effects were reported. This s-ICD was explanted.